Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that customer experienced high blood glucose level was 489mg/dl. The customer had no any symptoms. The customer was treated with insulin pump bolus. Customer stated that they had issue with sensor. The insulin pump will not be returned for analysis.